Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. H1 - corrected to serious injury in initial MDR. Claim # (B)(4).

Manufacturer narrative:
H4 - corrected to : device manufacture date: 01-sep-2022 in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.0 diopter implantable collamer lens into the patient's right eye (od) on(B)(6)2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.